Manufacturer narrative:
The investigation has been completed. The console (B)(6) was sent back for further investigation. Console logs from the reported day of event were not analyzed as the console had not been powered on at that time. After console was brought to danvers for troubleshooting, visual inspection of the ac cord revealed sings of arcing, confirming reports of "electrical issue / short circuit". Also, one prong was observed to be bent, and the outside screw on the ac plug had visible oxidation, suggesting possible exposure to moisture or liquids. Subsequent testing of aic's power entry module and power supply did not reveal any irregularities. Both inline fuses in console rear housing were in good condition. After ac cord set replacement console (B)(6) passed electrical safety testing. It is most likely that the reported electrical issue originated at the ac wall socket, but there's no evidence pointing to the aic's hardware as the cause. The root cause of the issue was not determined due to insufficient evidence. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced with an electrical issue in the procedure room. No clinical details regarding resolution or patient condition were provided. No patient was involved.